Event description:
Scrub technician opening the supplies for the next procedure found particles sitting on the outside of shoulder pack just before opening it. (B)(6) operating room #1, on (B)(6) 2019: about 1000hrs, no staff or patient injured, no psr submitted/problem connecting, no FDA report filed. Certified scrub technician opened the pack product sterile and sealed in manufactured packaging, expiry on 2020-02-29, lot #111344513. Product should be free of foreign particles, clean and unstained. First incident with this particular pack, similar incident with other custom pack from the vendor. Vendor (B)(4) for the (B)(6) notified, product turned over to ms. (B)(6). Ref. Mw5086871. FDA safety report ID # (B)(4).